Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed and replaced during a revision surgery on (B)(6) 2024 after the patient kicked something getting out of the shower, causing pain, with the 1st tmt opening and causing planter gapping. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient was healing well and began walking with a boot before the incident. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, additional information indicates it is likely that the patient non-compliance could have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2024-00206, 3011623994-2024-00208.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed and replaced during a revision surgery on (B)(6) 2024 after the patient kicked something getting out of the shower, causing pain, with the 1st tmt opening and causing planter gapping. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.